Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizures and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020 at 7:30 am, the patient stated that she passed out and experienced a seizure. The patient¿s mother called the paramedics who tested her bg and administered glucagon. At the time of their arrival, the patient¿s cgm displayed 95 mg/dl but her bg per ems was 27 mg/dl. The patient denies receiving an alert prior to passing out because her low setting on her cgm was 80 mg/dl. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.